Event description:
It was reported that the ipg could not be set into MRI mode after a fall. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
"The reported observation of the clinician programmer displaying the ¿unable to set ipg to MRI mode¿ was not confirmed. The cause of the reported observation was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The device was placed in MRI mode and exited normally during analysis.